Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported one package of juvéderm® volift¿ with lidocaine has a missing barcode on the outside of the box (no lot number). Once opened the box, the lot number was visible on the syringe.

Event description:
Healthcare professional (hcp) reported one package of juvéderm® volift¿ with lidocaine has a missing barcode on the outside of the box (no lot number). Once opened the box, the lot number was visible on the syringe.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis: observation of a closed box. Variable mentions have not been printed on the packaging.